Manufacturer narrative:
(B)(4).

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 490 mg/dl and 90 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.